Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that there were many cal errors on the reports due to results of low isig values and calibrating high blood glucose readings. The customer was advised that the sensors were having difficulty keeping up with rapid changes in glucose. The customer will be sent replacements.